Event description:
The patient underwent the successful stent assisted coil embolization of a recurrent basilar artery aneurysm and was discharged home the following day. Two days post procedure, the patient presented at the emergency room with a severe headache that had been worsening since the procedure and nausea and vomiting. The patient was admitted, and a head CT scan demonstrated no evidence of acute ischemia or hemorrhagic changes. The patient was started on a medrol dose pack and given tylenol to manage the pain. The following day, the patient was discharged in a stable condition. Ten days post procedure, the patient presented at the emergency room with a severe headache and nausea after experiencing a ten minute episode of right-sided visual disturbance. The patient as given 30mg of toradol and 10mg compazine intravenously along with 60mg of prednisone orally. A head CT scan, MRI and magnetic resonance angiogram showed no evidence of thrombus, acute ischemia or hemorrhagic changes. The patient's symptoms improved and the patient was sent home with a 21-day prednisone taper.